Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: chronic fatigue syndrome, edema, headache, neck pain, pain.

Event description:
Healthcare professional reported "body pain syndrome". Healthcare professional later reported "nonspecific complaints: chronic fatigue, headaches, joint swelling, neck pain". This record is for the left side. Device was explanted.